Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 21nov2018. The field service engineer (fse) evaluated the device and verified that the ventilator generated an error relevant to a battery failure. The fse replaced the power management (pm) printed circuit board assembly (pcba) to address the issue. The customer will continue with the repair. The customer will replace the battery.

Event description:
The customer reported that the ventilator presented a low battery alarm. The ventilator was in use on a patient at the time of the event. The patient was transferred to an alternate ventilator with no harm. Although requested, the patient information was not provided by the customer. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 02feb2019. The power management (pm) printed circuit board assembly (pcba) was received at philips for evaluation. No battery was returned for evaluation. Visual inspection of the pm pcba revealed no signs of damaged or contamination. The pm pcba was installed a test ventilator for evaluation. There was no product deficiency found. The product meets specification. The test ventilator passed all testing and operated within the manufacturing specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.